Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system delivered one burst of inappropriate anti-tachycardia pacing (atp) during an atrial fibrillation (af) episode. Technical services (ts) analyzed device episode data and determined that this was due to oversensing of the af signal by the right ventricular (rv) lead. Adjustment to the programmed sensitivity was recommended. No adverse patient effects were reported. Currently, this crt-d system remains in service.